Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the ipg became unable to communicate with external devices. As a result, the ipg was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.